Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) conducted an onsite visit and determined that the ippc was unable to boot. During the troubleshooting process, the fse identified a malfunctioning power supply in the ippc, which ultimately led to the failure of the flex pc. To resolve this issue, the fse retested the flex pc, inspected the connections, reinstalled the software, and replaced the ippc. After replacing the ippc and reinstalling the flex pc, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.